Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vibratory alert did not functioned. The vibratory alert was not felt by the patient when tested. Continue monitoring via merlin.net was discussed. Patient condition is fine.

Manufacturer narrative:
The reported field event of patient notifier anomaly was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
New information notes that the device was explanted.